Event description:
Customer received a misassembled kit in which the disposable set plasma line was switched with the product collect line at the upper end of a connector. The product collect bag was collecting plasma instead of stems cells, which were returning to the pt/donor. Caridianbct is continuing to attempt to gather required pt info. This report is being filed due to a product malfunction.

Manufacturer narrative:
Caridianbct internal reference: (B)(4). Cardianbct complaint investigators confirmed the misassembly and found that the plasma and collect lines were switched at upper side of 4-lumen connector. Investigation eval and corrective actions are in-process. A follow-up report will be provided.